Event description:
An optometrist reported a patient experienced a watery, irritated eye. Extra inflammation and trace staph marginal keratitis was noted at the postoperative examination approximately three weeks following surgery. Additional information was received, trace superficial punctate keratitis (spk) was noted, punctal plug were inserted, and the symptoms were improving. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Results from the product history record review indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).